Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in low impedance (<600 ohms). It was reported that the patient had undergone generator replacement in (B)(6) 2013 and that diagnostics at that time were within normal limits. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.